Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s current black box data revealed no ¿loss of prime¿ warnings due to overwritten data from the date of the pi. The pump was exercised for 24 hours with no ¿loss of prime¿ warnings or duplicated alarms. The force sensor was found to be calibrated within specification.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump's loss of prime alarm occurred more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.